Event description:
After an implantation period of approx. 80 months, it was reported that the patient had ventricular fibrillation and externally shocked. After that, it was observed that the ICD could not be interrogated. The device was explanted. Should additional information be received, this file will be updated. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.

Manufacturer narrative:
Upon receipt, the ICD was visually inspected. The inspection revealed abrasion marks as well as a spot of molten titanium on the ICD housing, this indicates an arc over from a high voltage lead conductor during a shock delivery into an external short circuit, most likely due to a damaged lead insulation. The ICD was subjected to an electrical analysis. Thereby the clinical observation was confirmed, the device could not be interrogated. Therefore, the ICD was opened and the inner assembly was inspected. During the inspection of the electrical module, the analysis revealed that the fuse separating the battery from the electronic module had blown and the output stages of the high voltage circuit had been damaged. These damages clearly indicate a shock delivery into an external short circuit, consistent with the spot of molten titanium observed during the visual inspection of the ICD. Due to this damage of the electronic module, the device could not be interrogated properly. Possible clinical complications that might lead to an external short circuit include - but are not limited to a twiddler syndrome, a subclavian crush syndrome or other lead insulation damages. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the observed damage characteristics. Particularly the final acceptance test proved the device functions to be as specified. There was no indication of a material or manufacturing problem.